Event description:
It was reported that there was a charge circuit timeout on the implantable cardioverter defibrillator (ICD). End of life (eol) triggered when there was an attempt to reform the capacitor. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated an issue with the battery. The analyst commented that charge circuit timeout occurred on (B)(6) 2015. This is before recommended replacement time (rrt) which occurred on (B)(6) 2015.

Manufacturer narrative:
No eval explain code. If information is provided in the future, a supplemental report will be issued.